Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose readings of 400 mg/dl due to over treating for an unexplained low blood glucose reading. Customer also mentioned that they had a motor error alarm on the insulin pump when attempting to treat for the high blood glucose readings. Troubleshooting was performed and the drive support cap appeared to be normal. Insulin pump was not exposed to a high magnetic field. Displacement test and manual prime were both performed and passed. Customer's blood glucose reading at the time of the call was noted to be 403 mg/dl. No device is expected to return.